Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a sensor error alert. The customer's blood glucose was 42 mg/dl at the time of the alert. Customer had treated their low blood glucose with orange juice. Customer stated their low blood glucose was not caused by the insulin pump. The customer was advised of the proper techniques to avoid a sensor error alert. The customer also reported their blood glucose running high from treating their low blood glucose. Troubleshooting found the customer's transmitter was functioning correctly. The customer was advised their sensor may not be working, dislodged, bent, or damaged. No additional information provided.

Manufacturer narrative:
Found sensor with cannula broken in half. Broken missing part. Unable to confirm customer received sensor in said condition due to customer returned opened/used.